Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of oekg checked the subject device and duplicated the reported phenomenon. The led lights were continuously on and the control panel did not worked. It was found the printed circuit board failure which caused the reported phenomenon. Some drops of moisture could be seen on the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that all leds on the front panel of the subject device kept on all the time and were not working during the maintenance. The medical technician at the user facility replaced the lamps but it was not solved. It was also reported that the subject device has been used for the coloscopies and the gastroscopies procedures. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the evaluation of olympus medical systems corp. (Omsc) based on the report of the service department of olympus europe se & co. Kg (oekg), it was found the reportable malfunction which there were residues of liquid in the air pump system of the subject device. Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of oekg, omsc surmised there was the possibility those phenomena were attributed to following each cause; all leds on the front panel of the subject device kept on all the time and were not working it might has occurred due to the printed circuit board failure of the subject device. The printed circuit board controls the front panel. Therefore, it is presumed that all leds lighted up and did not function due to failure of the front panel. There were residues of liquid in the air pump system of the subject device it might has occurred due to using water other than the sterilized water in the water tank by the user. It is presumed that a residue was generated and adhered by using water other than sterilized water. If additional information becomes available, this report will be supplemented.